Manufacturer narrative:
The investigation is ongoing. The device inspection by the ofr found that the device experienced problems related to reprocessing due to an other failure mode. The inspection aslo found that the suction channel was pierced, the instrument channel was clogged, there was damage or deformation due to physical stress, the adhesive of the bending rubber was worn out, and the angle wires were stretched. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope was experienced an aspiration problem. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material / a cleaning brush was found to be stuck inside the forceps channel. The root cause of the issue could not be determined. The event may be reduced/prevented by following the instructions for use which state: ¿operation - using endo-therapy accessories - when using endo-therapy accessories, keep the distance between the distal end of the endoscope and the mucous membrane greater than the endoscope¿s minimum visible distance so that the endo-therapy accessory remains visible in the endoscopic image. If the distal end of the endoscope is placed closer than its own minimum visible distance, the position of the accessory cannot be seen in the endoscopic image, which could cause serious patient injury and/or equipment damage. The minimum visible distance depends on the type of endoscope being used. Refer to section 2.3, ¿specifications¿¿. In addition, the following non-reportable malfunctions were found during the device evaluation: switch 1 button rubber is pierced but leak-free. Distal end unit slightly damaged. Olympus will continue to monitor field performance for this device.